Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08016. It was reported that a shaft break occurred. The 20mm in length target lesion was located in the mildly tortuous and moderately calcified, 3.8mm in diameter ostium of the right coronary artery (rca). Rotablation was successfully completed with a 1.50mm burr, followed by inflation of a 3.0 x 15 mm and a 4.0 x 10 mm unspecified balloon catheter. A 4.00x24mm promus element plus stent delivery system (sds) was selected however, the sds was unable to cross the lesion and the shaft broke. Another 4.00x24mm promus element plus sds was selected, the device was placed in the lesion and the shaft broke again. The devices were removed intact nothing left inside the patient. The procedure was not completed due these events. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the returned complaint device revealed multiple bends along the hypotube shaft and the shaft itself was broken 230mm distal from the strain relief. A visual and tactile examination of the outer and mid-shaft section found one outer extrusion kink 81mm distal to the prox bond. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08016. It was reported that a shaft break occurred. The 20mm in length target lesion was located in the mildly tortuous and moderately calcified, 3.8mm in diameter ostium of the right coronary artery (rca). Rotablation was successfully completed with a 1.50mm burr, followed by inflation of a 3.0 x 15 mm and a 4.0 x 10 mm unspecified balloon catheter. A 4.00x24mm promus element plus stent delivery system (sds) was selected however, the sds was unable to cross the lesion and the shaft broke. Another 4.00x24mm promus element plus sds was selected, the device was placed in the lesion and the shaft broke again. The devices were removed intact nothing left inside the patient. The procedure was not completed due these events. No patient complications were reported and the patient's status is stable.